Manufacturer narrative:
The customer reported that, following the successful completion of a scan, as the patient was being removed from the scanner, they voluntarily lifted their left leg/knee, causing it to strike the mylar cover of the gantry. This resulted in damage to the cover and a knee laceration that necessitated two sutures for the patient. The customer confirmed that the patient was appropriately restrained using patient straps but managed to raise the knee because the patient was in altered mental state (ams) and did not know what was going on. The clinical assessment has determined that the required medical intervention (sutures) meets the criteria for a serious injury. However, it is important to note that the injury was a result of the patient's voluntary movement. The incident was not caused by the device or any improper or unintended use of it. Following the incident, a philips field service engineer (fse) visited the site and replaced the damaged mylar ring on the gantry. After the service work was completed, the system was restored to its normal working condition.

Event description:
The complaint has been assessed based on the provided information. The customer reported that, following the successful completion of a scan, as the patient was being removed from the scanner, they voluntarily lifted their left leg/knee, causing it to strike the mylar cover of the gantry. This resulted in damage to the cover and a knee laceration that necessitated two sutures for the patient. The customer confirmed that the patient was appropriately restrained using patient straps. The clinical assessment has determined that the required medical intervention (sutures) meets the criteria for a serious injury. However, it is important to note that the injury was a result of the patient's voluntary movement. The incident was not caused by the device or any improper or unintended use of it. Despite this, upon reviewing all available information, this event has been voluntarily determined to be a reportable event. Philips has completed the investigation of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint (B)(4).

Event description:
The complaint has been assessed based on the provided information. The customer reported that, following the successful completion of a scan, as the patient was being removed from the scanner, they voluntarily lifted their left leg/knee, causing it to strike the mylar cover of the gantry. This resulted in damage to the cover and a knee laceration that necessitated two sutures for the patient. The customer confirmed that the patient was appropriately restrained using patient straps. The clinical assessment has determined that the required medical intervention (sutures) meets the criteria for a serious injury. However, it is important to note that the injury was a result of the patient's voluntary movement. The incident was not caused by the device or any improper or unintended use of it. Despite this, upon reviewing all available information, this event has been voluntarily determined to be a reportable event.